Event description:
The event is reported as: the unit keeps shutting off and will not stay on. No report of pt injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could ot be conducted since the product is not returned. A device history record review could not be conducted since the lot number was not provided. A document assessment fmea (product/process) was not conducted and no changes required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and corrective action taken. Teleflex will continue to monitor and trend relating complaints.